Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had went into standby mode while used in conjunction with pcps. There was patient involvement however, no adverse event reported.

Manufacturer narrative:
Updated fields: b3, b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b5, e1 (initial reporter name). E3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue reported by customer. Fse performed regular calibration and regular inspection based on the regular inspection record sheet were performed and the results were good, so it was returned to the hospital.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) when used in conjunction with pcps, it went into standby mode.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6) hospital. Event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.